Manufacturer narrative:
The lot number of the device was not provided, therefore the expiration date was not available. Approximate age of device ¿ 2 days. The manufacture date is unknown, as the lot number was not provided. (B)(4). The thrombus was reported to be all of the rvad-ECMO oxygenator. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported event could not be confirmed and a direct correlation could not be conclusively be determined through this evaluation as the device was not returned for analysis. Additionally, it was reported that there was no problem with the blood pump, but rather, the oxygenator in the ECMO circuit. Thromboembolic phenomena is listed in the instructions for use as a potential adverse event that may be associated with use of the blood pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by hospital personnel that there was no problem with the blood pump, but rather, the oxygenator in the ECMO circuit.

Event description:
The patient was supported with an extracorporeal blood pumping system for right ventricle support. The patient was also implanted with an lvad on the same day ((B)(6) 2015). Information was received from (B)(6) stating: thrombosis clarification was provided by the hospital¿s intermacs site administrator indicating: open chest status post implantation of biventricular assist device and redo aortic valve replacement. There was thrombosis of the rvad-ECMO oxygenator. A mediastinal washout, sternal closure, and exchange of the rvad-ECMO circuit was performed.